Event description:
It was reported that the patients ipg would not connect to the remote control and clinicians programmer. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1216 (sn:(B)(6)). The returned ipg was then cut open, and internal electrical measurements revealed a slightly high sleep current and a fully depleted battery. The data log was retrieved using an external power supply, and the system log revealed that the ipg stopped logging data at the implant date and the latest program used by the patient had the stimulation on, which confirms that the application-specific integrated circuit (asic) chip was damaged. The damage was most likely caused by the ipg exposure to x-ray with the stimulation on. A labeling review was performed, and it stated that x-ray and CT scans may damage the stimulator if stimulation is on. X-ray and CT scans were unlikely to damage the stimulator if stimulation is turned off. With all the available information, boston scientific concludes that the reported allegation of patient was having difficulties communicating the rc to the ipg was confirmed. Therefore, this investigation will be assigned a probable cause of unintended use error caused or contributed to event.

Event description:
It was reported that the patients ipg would not connect to the remote control and clinicians programmer. The patient underwent an ipg replacement procedure and was doing well postoperatively.